Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it has no volumes, but it still passed the extended self-test (est). The customer stated there was no patient involvement associated with this event.